Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 2 of 4. They cycled power off and on to clear the se 2240 followed by a se 2367 to end therapy. They checked the lines and bags and found no source of any leak. The baxter technical service representative (tsr) had the home patient (hp) disconnect using aseptic technique. The hp would notify the peritoneal dialysis registered nurse (pdrn) of missed therapy. They cleared the error ending therapy. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. All of the bags were properly spiked and connected. There was no patient extension line being used and no open clamps on any unused lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies. The solution to this issue was provided over the phone. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the caregiver on (B)(4) 2012, and the patient was able to resume therapy after starting over with new supplies. She did not notice anything unusual with any of the previous supplies. She did not have a sample or lot number available. Since then the patient has been completing therapy successfully. Product surveillance contacted the nurse on (B)(4) 2012, and she was aware of the patient having had that alarm. She had already discussed the alarm with the patient. Since then the patient has been completing therapy successfully.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.